Event description:
It was reported that the patient was feeling a vibrating sensation similar to the patient notifier. The notifier was tested and the patient felt the vibration was stronger when the device was tested. The patient notifier was disabled. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.